Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was not functional. The cause for the failure was a missing response button switch. The root cause of the missing switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons on a monitor were not functioning.